Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends.tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to duplicate with retain testing. Source: phone.

Event description:
Customer reporting 6 alleged false positive sars results on symptomatic patients. No conflicting or confirmation testing has occurred customer just feels these are false positive results. Report 6 of 6.